Manufacturer narrative:
Reliability analysis inspected one opened and or used enlite sensor and performed bicarbonate buffer test. Sensor passed per spec with accurate readings. The cannula was also found to be split from the tubing.

Event description:
The customer reported via phone call of calibration and sensor change errors. The customer's blood glucose level at the time of incident was 62mg/dl. The customer states the bad sensor alert occurred after a second consecutive calibration error. Troubleshooting was conducted, and the customer was advised to change site. The customer's sensors are being replaced and returned for analysis.